Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "damaged softkey, system error 119" was not reproduced. A review of the event history log (ehl) revealed system error 119" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the second softkey from the left was hard to function. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device observed second softkey from the left was hard to function. No additional information is available.